Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronically low sensing less than 5 millivolts. As a result, the physician decided to surgically abandon and replace the rv lead during the scheduled device replacement procedure. There were no additional adverse patient effects.